Event description:
As reported, the balloon of a 6/7f mynx control vessel device burst while using; therefore hemostasis was achieved by holding manual compression for 20 minutes. There was no reported injury to the patient. The mynx vcd used in tfca. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was store per the instructions for use (IFU) in the appropriate cabinet. The storage of the device did not exceed 25 °c. There were no visible signs of device/package damage prior to use. The mynx vcd prepped according to the instructions for use (IFU). There was no difficulty noted during prep of the device. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. Resistance/friction was not experienced as the device was advanced through the sheath. There was no significant resistance while shuttling down and no excessive force was needed/applied. The provided syringe was filled with 1.5ml of saline to inflate the balloon. The stopcock was locked after inflation of the balloon. Unusual force was not applied when the sheath was retracted. The puncture site did not have any scar tissue. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Fingertip compression was maintained on the skin after removal of the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device burst while using; therefore hemostasis was achieved by holding manual compression for 20 minutes. There was no reported injury to the patient. The mynx vcd used in tfca. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was store per the instructions for use (IFU) in the appropriate cabinet. The storage of the device did not exceed 25 °c. There were no visible signs of device/package damage prior to use. The mynx vcd was prepped according to the instructions for use (IFU). There was no difficulty noted during prep of the device. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. Resistance/friction was not experienced as the device was advanced through the sheath. There was no significant resistance while shuttling down and no excessive force was needed/applied. The provided syringe was filled with 1.5ml of saline to inflate the balloon. The stopcock was locked after inflation of the balloon. Unusual force was not applied when the sheath was retracted. The puncture site did not have any scar tissue. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Fingertip compression was maintained on the skin after removal of the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were fully depressed with the clock symbol visible in the tension indicator. The balloon was fully retracted inside the advancer tube. The sealant was on the atraumatic wire, exposed to blood. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter. Some residual fluid was observed in the inflation tubing of the returned device as received. Per functional analysis, button 2 was reset to its factory setting to expose the balloon. Inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, revealed that there was no residual fluid in the balloon of the returned device, and that the balloon distal tip was severely inverted as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, and that excessive tension may have been applied on the device during pullback which may have contributed to the reported event. A product history record (phr) review of lot f2115201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event may have been attributed to incorrect prep of the balloon and too much tension applied to the catheter during the procedure. According to the instructions of use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. The reported ¿balloon loss of pressure-in patient¿ was confirmed. Balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3.5 mm from the balloon neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vessel device burst while using; therefore hemostasis was achieved by holding manual compression for 20 minutes. There was no reported injury to the patient. The mynx vcd used in tfca. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was store per the instructions for use (IFU) in the appropriate cabinet. The storage of the device did not exceed 25 °c. There were no visible signs of device/package damage prior to use. The mynx vcd prepped according to the instructions for use (IFU). There was no difficulty noted during prep of the device. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. Resistance/friction was not experienced as the device was advanced through the sheath. There was no significant resistance while shuttling down and no excessive force was needed/applied. The provided syringe was filled with 1.5ml of saline to inflate the balloon. The stopcock was locked after inflation of the balloon. Unusual force was not applied when the sheath was retracted. The puncture site did not have any scar tissue. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Fingertip compression was maintained on the skin after removal of the device. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2115201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.